Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim and could not be read safely. It was also reported that there was no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: visual inspection of the pump found no cosmetic damages. The pump powered up to a dim/discolored display with auditory and vibratory features. All the buttons responded properly. The reported display issue was duplicated in the investigation.